Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a bacterial skin infection. The irritation was described as itchy, raw, and a burning sensation. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed the patient two medicines for the skin irritation and was advised to change garments daily. Follow up with the patient indicated that the patient used clotrimazole-betamethasone cream and the skin irritation improved.